Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported delays in getting aligners and the teeth have shifted back. The patient visited a dentist's examination found broken teeth/filling and indicated the patient is a not a good candidate for byte.